Event description:
It was reported that two bd¿ q-syte were broken inside of the flush when the flush was used for testing the tubing.

Manufacturer narrative:
H.6. Investigation: during review of the DHR all challenge, set-up and in-process samples were performed according to the quality plan and all passed per specifications. Received one used q-syte connected to a 10ml bd syringe. Visual/microscopic examination: the q-syte assembly was received in 2 portions: the top and bottom bodies were separated at the weld line. Cracks, breakage and stress signs were observed on the both the top and bottom bodies. Adequate traces of weld were present on the rim of the bottom body. The top body was broken at the neck and the top disk had stayed lodged within the male luer of the syringe. Traces of a weld line on the bottom body of the q-syte assembly was present, this is an indication that a bond was provided during the manufacturing process. The stress marks and breakage observed appear to be caused by external forces applied to the unit during usage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd¿ q-syte were broken inside of the flush when the flush was used for testing the tubing.